Event description:
It was reported by the company representative that the programmer powered down and would not stay powered on. The caller ran the service disk, however, it did not help. The company representative was not sure when the issue occurred. Follow-up indicated that the company representative was aware of the event two months before the device was returned. The programmer was returned to service for repair. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer randomly shuts off due to the power supply being out of electrical specification. (B)(4): analysis found that the device failed the electromagnetic field immunity test.